Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast pain, noticeable wrinkling, and generalized illness (anxiety, depression, extreme fatigue, sjogren's syndrome). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown sex, race, and gender underwent primary breast augmentation with an unknown size unknown saline implant and was presented with bilateral breast pain, noticeable wrinkling, and generalized illness (anxiety,depression, extreme fatigue, sjogren's syndrome) postoperatively. As a result, the device will be explanted on (B)(6) 2019. This report is for one of the two effected sides.